Event description:
It was reported that during a hemiorrhoidectomy procedure, the device was being used for an anterior wall excision. The surgeon commented that he found the instrument difficult to close and does not recall hearing the washer break during firing. He could see no evidence of staples, and a large hole was left where the staple line should have formed. There was no adverse patient consequence.